Manufacturer narrative:
(B)(4). Depuy has received information stating that the depuy liner was used in conjunction with a competitor head. Manufacturer: zimmer product: headball this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision; dislocation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. Provided x-rays confirm liner ring disassociation secondary to femoral head dislocation from the liner. It should be noted, the femoral construct are competitor devices. This use of depuy devices is not recommended and is considered off-label use. The investigation can draw no further conclusions with the information made available. Based on the performed evaluation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.